Event description:
Dr (B)(6) punctured one of father's veins. It happened while he was implanting boston scientific dynagen crt-d, model g150, sn (B)(4). It happened on friday (B)(6) 2019 at the (B)(6) institute, (B)(6). The punctured vein caused blood with contrast agent to spill into his pleural cavity. He experienced extreme pain and was rushed to the emergency room at medical center of (B)(6). As a result, the implantation was not fully completed and the device was not installed as designed. The lv lead was not implanted into any part of the heart. This device is designed to have three leads into heart but dr only installed one new lead. Dr attached pre existing lead from pre-existing pacemaker (removed and discarded during this procedure) to new device. Dr also inserted new lead (rv lead) and attached to new device. That is a total of 2 leads attached to new device. FDA safety report ID# (B)(4).